Event description:
The info provided to sjm indicated the pt presented postoperatively with pulmonary edema and an echo revealed an elevated gradient. The pt was admitted for redo aortic valve replacement surgery. The valve was explanted due to fibrotic tissue and an impeded leaflet and was replaced with another MFR's mechanical valve. The pt was reported to be recovering.